Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was not confirmed. The locking malfunction was not found; however, the angulation was low. Due to deformation of the scope connector, water tightness was lost. The adhesive on the bending section cover had a chip. The connecting tube had a scratch. The universal cord had buckling. Due to wear of the angle wire, the bending angle in up/down/left/right direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The olympus representative reported the angulation knob locking function on the duodenovideoscope was not working. No patient harm reported. During the evaluation of the device, it was noted the forceps elevator had foreign material due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the forceps elevator had foreign material due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material remained in the device adhered to/around the forceps elevator is unable to be identified. Therefore, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the reporter. This issue was found during routine inspection. No procedure/patient involvement. The foreign material was a yellowish object. The customer followed the reprocessing steps as training provided to them by an olympus field service engineer per the instruction for use. The device with the foreign material was not used on a patient. No patient impact.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 9610595.